Manufacturer narrative:
B.1.: updated from 'product problem' to 'adverse event and product problem.' B.5.: updated to reflect revision surgery has occurred. H.1.: updated from 'malfunction' to 'serious injury.'

Event description:
Physician reported that 2 ozark view self-starting, variable screws; size ø4.0x18 mm backed out 1-3 months post-operatively. Revision surgery has occurred. This report captures the first of the two screws.

Manufacturer narrative:
Correction was made to b2 from 'blank' to 'required intervention to prevent permanent impairment/damage (devices).'

Event description:
Physician reported that 2 ozark view self-starting, variable screws; size ø4.0x18 mm backed out 1-3 months post-operatively. The patient fused and revision surgery was performed. This report captures the first of the two screws.

Manufacturer narrative:
B.5.: updated to reflect patient fusion. H.3: corrected to 'hospital retained device'. Functional inspection, dimensional inspection, and material analysis were unable to be performed as the device was not available for evaluation. However, a radiographic image provided and both screws were found to have been fractured at the caudal-most level of the construct. The construct was composed of a two (2) level plate and six (6) screws. A review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. Although it was reported that fusion had been achieved, it is not clear if fusion was properly achieved since the construct was reported to have been broken two (2) months after surgery. Ultimately, no root cause for the failure could be determined based on the available information. H3 other text : hospital retained device.

Event description:
Physician reported that 2 ozark view self-starting, variable screws; size ø4.0x18 mm backed out 1-3 months post-operatively. The patient fused and revision surgery was performed. This report captures the first of the two screws.

Manufacturer narrative:
Remains implanted.

Event description:
Physician reported that 2 ozark view self-starting, variable screws; size ø4.0x18 mm fractured 1-3 months post-operatively. The device remains implanted and revision surgery has not been scheduled at this time. This report captures the first of the two screws.